Manufacturer narrative:
Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. The pt's counsel reported that diagnostic work showed a portion of the pt's nexgen knee had failed, loosened, cracked, and a patellar revision was performed, however; this cannot be confirmed without operative notes, radiographs, bone scans, or other documentation to support the claim. The complaint cannot be confirmed. Based on the available information, a definitive root cause cannot be ascertained at this time. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.

Event description:
It is reported that the pt was revised due to pain, limited mobility, and patellar fracture.